Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a battery discharge resulting in a pump failure and shut down. It is unknown how many modules were attached to the pcu at the time of the event. It is also unknown if the pump alarmed for low battery (lb1) or very low battery 2 (lb2) before shutting down. The following drugs and fluids were infusing at the time of the event: fentanyl, sodium chloride 0.9%, dexmedetomidine, and intravenous electrolyte solution. Although requested, no additional medication details were provided. There was no patient harm, nor medical or surgical intervention required as result of this event. Although requested, no patient information was provided.

Manufacturer narrative:
Additional information provided: d10, h7 & h9. The reported issue of a battery discharge resulting in pump shutdown was confirmed. Physical inspection of the device noted its front cover was cracked on both bottom inserts. There was no contamination observed on the electronic components. Log analysis: the pcu error log shows no malfunctions on the reported event date and time. The battery logs of the pcu show that the battery was likely replaced on (B)(6) 2019. It also shows that on (B)(6) 2020, at 4:07:17 am, the battery capacity was reported at 5000 mah, which is over estimated. The pcu had four devices attached and infusing on (B)(6) 2020 at 2:16:01 pm, when the pcu was unplugged from ac power. The pcu and attached devices continued infusing for approximately 4 hours and 4 minutes until the lb3 battery alarm sounded at 6:20 pm.. Functional testing: battery testing performed on the pcu found that the pcu battery was less than 1 year old. The battery was charged for 24 hours. The battery discharged without prior warning test method was performed. And confirmed that the pcu was alarming as expected with all battery alarms occurring, with a capacity reported as 3861 mah. Ac power was unplugged at 1:47:30 pm. The infusions continued until 6:41:12 pm (~4 hours and 53 minutes) when the battery was discharged. Lb1 occurred at 5:45:04 pm and lb2 occurred at 6:08:36 pm. The root cause of the reported failure was identified to be an over estimation of the battery capacity. A software tracker is in place to monitor this issue.

Event description:
It was reported that there was a battery discharge resulting in a pump failure and shut down. It is unknown how many modules were attached to the pcu at the time of the event. It is also unknown if the pump alarmed for low battery (lb1) or very low battery 2 (lb2) before shutting down. The following drugs and fluids were infusing at the time of the event: fentanyl, sodium chloride 0.9%, dexmedetomidine, and intravenous electrolyte solution. Although requested, no additional medication details were provided. There was no patient harm, nor medical or surgical intervention required as result of this event. Although requested, no patient information was provided.